Manufacturer narrative:
The investigation for the impella cp has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The cause of low pump flow issue most likely was improper positioning due to improper technique.

Event description:
The complainant had an impella cp pump placed for a patient admitted in with acute myocardial infarction/cardiogenic shock. The pump was placed for three days when the pump had low/no flows. The team observed this after the pump was repositioned at the bedside. The pump was explanted and replaced by a new impella cp and support proceeded. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.